Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump battery keeps popping out on the compartment due to crack outside the battery compartment. Customer¿s insulin pump received battery failed alarm. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. No unexpected failed battery test was noted. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. On customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed self test, unit passed the sleep current measurement, and active current measurement test. No failed battery test alarm noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit was cut open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, cracked keypad overlay, label damage (faded), battery tube threads cracked, cracked case, cracked corner of belt clip rails and cracked case battery tube. In conclusion, customer concern was not confirmed of failed battery test alarm. Unit was tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.